Event description:
Pt underwent initial surgery for degenerative disc disease at levels l3-s1 on (B)(6) 2012. Post-operatively, the pt experienced pain and was returned to surgery on (B)(6) 2012. The locking caps on the right side of l5 ans s1 were noted as backing out. The surgeon was able to retighten and reseat both locking caps. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.